Event description:
Needle issue; 10069327---product quality issue from jpsr: the medication squirted out even with the screw being tight connected to the needle. Veteran did not receive this medication. Da7p5 lot #, expires 6/30/2025. Smiths medical hypodermic needle 25g x1 in 4333135.